Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto® 3 system. It was reported while ablating, ECG signal disappeared and became noisy, ongoing avnrt procedure. No harm to the patient. Additional information was received. The signal interference (noise) was observed on ECG channels only. Signal interference (noise) was observed on carto® and recording system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. Bs ECG cable was replaced and the issue was temporarily resolved. It was confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. The issue was resolved. The system is ready for use. Replaced backplane was sent to the device manufacturer for investigation and repair. The customer complaint "during ablation they lost the ECG " was confirmed. During visual inspection was found bent pins at bp connectors j27; j28; j32; j33. Replacing connectors j27; j28; j32; j33 solved the issue. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system # (B)(6), and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a carto® 3 system and did not have any intact ECG signal available to monitor the patient¿s heart rhythm. It was reported while ablating, ECG signal disappeared and became noisy, ongoing avnrt procedure. No harm to the patient. Additional information was received on (B)(6) 2023. The signal interference (noise) was observed on ECG channels only. Signal interference (noise) was observed on carto® and recording system. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. Bs ECG cable was replaced for this complaint. This event was originally considered non-reportable, however, bwi became aware that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm on (B)(6) 2023, and have reassessed the event as reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).